Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The caller reported a female patient had an unspecified model of endotracheal tube in for about 90 minutes and when they went to deflate the cuff, it would not deflate. She sates they called tech support and were told to cut the pilot balloon and then they were able to remove the tube.